Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-apr-2018 with the following findings: a review of the pump¿s black box showed multiple loss of prime warnings (cs162) with low non-zero force. The returned battery cap was undamaged and able to fit. During testing, the pump successfully completed the ez-prime¿ steps and 24-hour duration testing with no warnings or errors occurring. The pump case was removed and no intermittent conditions were found to the force sensor circuit. The complaint of a priming issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that a priming issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported based on the allegation of a non-specific pump malfunction.